Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient became unstable. The lesion being treated was non-calcified, 90% stenotic in a non-tortuous mid left anterior descending artery (lad). After the physician successfully deployed a taxus liberte -2.25 x 24 mm drug eluting stent, the patient started to become hypotensive. In addition , the patient developed bradycarda with chest pains and s-t segment elevation. No further patient complications or injuries were reported. Patient status is reported as "satisfactory/good". Multiple attempts to gather more information regarding this event were successful.